Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 or 50 mg/dl. The customer reported that the insulin pump given insulin while in auto mode and when she had low blood glucose level of 60 mg/dl. Customer also reported that they had site issue such as raise, itching and bumps. Customer reported that they did not receive medical treatment as a result of the site issue. Customer declined to troubleshooting for site issue the insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter and blood glucose meter.